Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reinstall the application agent and modify the file path. A technical service engineer truobleshooted and found application crash which caused the screen struck. So, reinstalled the application. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen failure and stuck at carefusion screen. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.